Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the all indicators of the front panel of the subject device blinked when the subject device turned on and the subject device could not be activated. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa k.g (oekg). Oekg checked the subject device and the reported phenomenon could not duplicated. The video provided by the user facility showed the reported phenomenon. The front panel and the electrical circuit board were replaced by the repair department of oekg. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg and the video, there was the possibility that the reported phenomenon was attributed to the accidental failure of the front panel or the electrical circuit board.